Manufacturer narrative:
(B)(4). Evaluation statement the complaint device was received and evaluated. Visual observation reveals the proximal end of the device is broken as reported. This complaint can be confirmed. It was reported that the user was putting a large amount of torque on the hand piece/burr which is likely what caused the hand piece to warm up and the burr to break. This failure can be attributed to device mishandling and user technique. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident as related the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon was using the burr on a sub-achromial decompression to burr the underside of the achromion in a shoulder scope case on (B)(6) 2015 . He commented that the fms micro tornado hand piece started to feel warm. Moments later the plastic base portion that connects into the hand piece broke. He commented that he was putting a large amount of torque on the hand piece/ burr construct which is likely what caused the hand piece to warm up and the burr to break. The broken piece fell off outside the patient so there are no concerns for lost pieces in the patient. We opened another burr which worked fine for the remainder of the sad and distal clavicle excision. The hand piece also did not heat up after that new burr was installed and he didn¿t stress the construct with higher torque.